Event description:
The recipient reportedly experienced a displaced electrode. During explant surgery, the surgeon noted the electrode was damaged. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. The residual gas analysis test revealed nitrogen levels above the limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. This is the final report.

Manufacturer narrative:
The recipient's activation reportedly went well.